Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported that the customer's blood glucose level went over 600 mg/dl. The caller stated that they were unsure of the exact amount as the meter will only read up to 600 mg/dl. The customer treated the high blood glucose with a bolus and water. They declined troubleshooting for the high blood glucose. The device will not be returned for analysis.